Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 214, and 216; also concerned with fasting test result of 233 mg/dl from (B)(6) 2017 at 06:37 am. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/19/2018 and open vial date is the month of january 2017. The meter memory was reviewed for previous test result history: the 214mg/dl (B)(6) 2017 11:50 am fasting: yes, the 216mg/dl (B)(6) 2017 07:17 am fasting: yes, the 207mg/dl (B)(6) 2017 06:41 am fasting: yes, the 207mg/dl (B)(6) 2017 06:10 am fasting: yes, the 207mg/dl (B)(6) 2017 04:18 pm fasting: yes.

Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 214, and 216; also concerned with fasting test result of 233 mg/dl from (B)(6) 2017 at 06:37 am. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/19/2018 and open vial date is the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: the 214mg/dl (B)(6) 2017 11:50 am fasting: yes, the 216mg/dl (B)(6) 2017 07:17 am fasting: yes, the 207mg/dl (B)(6) 2017 06:41 am fasting: yes, the 207mg/dl (B)(6) 2017 06:10 am fasting: yes, the 207mg/dl (B)(6) 2017 04:18 pm fasting: yes.